Manufacturer narrative:
Do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm; cause is unknown. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended. However, reportedly the customer is using aspart insulin. Tandem technical support educated the customer do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.